Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine in clinic follow up. Upon interrogation of the implantable cardioverter defibrillator, it was noted that the device exhibited noise oversensing in the right ventricular channel. Myopotential oversensing was suspected upon further investigation. The device was reprogrammed and resolved the oversensing successfully. No patient symptoms were reported and the patient was noted to be in stable condition.